Event description:
Nurse reported that air bubbles came constantly out of the infusion tube during surgery and the tube had to be exchanged. Pt was not harmed.

Manufacturer narrative:
The investigation is in progress. A sample is expected to be returned, however it has not been received to date. A root cause has not been identified. (B)(4).